Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to be charged using multiple devices. Blood glucose was 156 mg/dl. Customer continued to use the pump for insulin therapy and had insulin injections as a backup therapy.